Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g.,redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 03/21/2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2017. The reaction was located around the edges of the sensor patch. The patient's mother mentioned medical intervention regarding skin reaction to sensor patch adhesive. However, refused to provide further information. Information provided and documented is all reporter was willing to provide. At time of contact the patient's condition was healing. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom system is not approved for other sites. If placed in other areas, the dexcom system may not function properly.